Manufacturer narrative:
Continuation of d10: product ID b3300542, serial# (B)(6), implanted: (B)(6) 2025, product type lead; product ID b3300542, serial# (B)(6), implanted: (B)(6) 2025, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3300542, serial/lot #: (B)(6), ubd: 30-dec-2026, UDI#: (B)(4); product ID: b3300542, serial/lot #: (B)(6), ubd: 10-oct-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator (ipg) and a neuro accessory for management of right hand tremor experienced on and off issues with numbness and tingling on the right side of the mouth and tongue, as well as a general feeling of malaise and a tremor in the right hand. The patient and their representative adjusted device settings and noted that the tremor became tolerable and the numbness in the tongue resolved. However, during a cruise, the patient reported feeling unwell, prompting the therapy to be turned off for the day. When the therapy was turned back on, symptoms of feeling unwell recurred within ten minutes. The patient was referred to their healthcare provider for further evaluation and treatment. It was unknown if there was any patient involvement or complications as a result of the event. Additional information was received from the healthcare provider (hcp). Hcp reported that leads will be revised to resolve issues with stimulation.